Manufacturer narrative:
February 11, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011 follow-up, the physician observed that the overview screen stated that 2 warnings occurred but only one was displayed. The displayed warning stated that the device was reinitialized on (B)(6) 2010, i.e., few hours after the implantation. The physician asked for the root cause of this reset (which initiated the reinitialization) and explanations about the warning display.